Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-51 mg/dl. Customer consumed glucose tablets to address bg. The customer alleged the pump delivered too much insulin during a bolus; however pump logs were unavailable for review and the allegation could not be confirmed.